Event description:
It was reported that during a routine visit in the clinic, testing was carried out which showed three independent short-circuits. The pt is scheduled for re-implantation in 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.